Event description:
The dr was using a topaz disposal instrument when the ball like tip broke off. The dr retrieved the tiny broken off ball. The instrument is disposable but surgery staff returned it to the company to receive credit.======================manufacturer response for topaz, topaz (per site reporter).======================field rep took device back to company. No response and no further issues with any other topaz devices.